Event description:
The customer reported that while the unit was in use on a pt, the unit was noisy when in assist mode and a noise occurred with each deflation of the intra-aortic balloon. The customer also reported an increase in the compressor speed while the unit was in "standby: and "assist" modes. Therapy was continued. No pt injury was reported.